Event description:
Customer contacted haemonetics (B)(6), 2008 to report the battery of their orthopat machine would not hold the charge. No injuries were reported with the machine.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 to report the battery of their orthopat machine would not hold the charge. No injuries were reported with the machine. Evaluation confirmed the reported problem. The issue was caused by a saline/blood spill. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).